Manufacturer narrative:
H4: the lot was manufactured on october 2023. H11: the actual device was not available; however, photographs of the sample were provided for evaluation and retained samples were evaluated. Visual inspection of sample photos and retained samples did not identify any abnormalities that could have contributed to the reported condition. Functional testing on the retained samples including gravity and under water leak tests were performed; no leak was observed. The reported condition was not verified on the photos and retained samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a buretrol sol. Admin. Set leaked at the top edge of the 'cylinder'. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.